Event description:
Two broken screws were removed from the patient in an explant surgery. Patient has retained counsel. The device is not being returned for evaluation. At this time, no further information is available. Therefore, the cause of the event can not be determined.